Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. The aic does not charge even though it is plugged in. The aic turns off and smoke came out. There was a smell noted. There was no noted harm or injury. Another aic was used for care. The smoke was immediately noted and the product was removed immediately.

Manufacturer narrative:
D.9 the exact date the device was returned for evaluation is unknown. The investigation into the alternating current (a/c) power issue has been completed. The console logs from the reported day of event showed the console being power-cycled six times and each time the a/c was reported to be disconnected. The console was received and inspected. This revealed that the internal power supply was damaged and burnt. After the power supply was replaced, the console was able to be powered from the a/c and needed to change batteries. The source of smoke and cause for the console being unable to charge was damaged power supply. The cause for power supply damage was not determined. This report is being filed as part of a retrospective review of historical records.